Event description:
Philips received a report that allegedly a misdiagnosis had occurred due to an image quality issue. During a post contrast study a malignant process did not show up enhancing enough as anticipated which lead to a wrong diagnosis. This was subsequently discovered during a surgical procedure after which the diagnosis and treatment had to be altered with potential long term effects.

Manufacturer narrative:
Philips has started an investigation, a follow up will be provided once completed.

Manufacturer narrative:
Problem reported issue: unexpected enhancement pattern seen in sarcoma patients. Occurrence is low. The un-expected enhancement pattern has resulted in a misdiagnosis. Customer has indicated they suspect image scaling to be the issue and has shared dicom data. All dicom data that has been provided by the customer has been reviewed with several experts, reconstruction, image domain and clinical experts to check on technical problems. Technical assessment on all the clinical cases shared: image scaling is ruled out ¿ histograms on the images show that all pixel values are displayed, no signal clipping occurred mdixon water fat swop ¿ notice on the thorax wall dataset but only at the area of the oil capsules that were positioned outside the body. Root cause was identified as phase difference due to local field disturbance (susceptibility) transmit/receive problem is ruled out, as this would not manifest following anatomical boarders our conclusion is that there is no system problem. The fact that a different enhancement pattern is seen is not due to a system failure.